Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn and partially separated. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The coating of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an unspecified procedure, three devices were used. Seal & cut short circuit error occurred on the first device and the second device. Then, tissue pads were worn. The intended procedure was completed with third device. There was no patient injury reported. On january 9, 2019, olympus medical systems corp. (Omsc) found that the tissue pads were partially separated and coatings of probes were partially missing on the first device and the second device. This is the second one of two reports regarding the separating of the tissue pad and the missing coating of the probe.